Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
UDI: (B)(4). The first delivery system (ds) was returned inserted through the first esheath with the loader assembly over the flex shaft after being used in the procedure. Additionally, the first s3 valve was returned crimped and located on the proximal shoulder of the inflation balloon of the ds with an inflow strut bent. Review of procedural videos/imagery/photographs were performed and the following was observed: the access vessel (right femoral and iliac arteries) showed some tortuosity and calcification. CT video shows delivery system withdrawal with bent strut on valve catching on sheath distal tip. A photo of the esheath after removal from the patient shows leakage through a puncture on the strain relief when flushing the esheath. Cine imagery and device photos show a bent valve strut after exiting the sheath and after removing the device from the patient. The following was observed during visual inspection of the returned esheath: before removing the strain relief: the esheath was fully expanded as designed with a protrusion on the strain relief approximately 2 inches from comnut. Soft tip damage was noted. After removing the strain relief: liner tear was noted approximately 1.5 inches from comnut. A liner strand was noted about 0.75 inches in length at the liner tear region. The liner strand was attached on both ends. Hdpe stretch/tear was noted at the area where the strain relief was punctured. The liner thickness was measured along the length of tear of the esheath on one side of the liner. The liner thickness was found to be within specification at all measured locations. The outer diameter (od) of the delivery system flex tip (largest od on the ds) was measured and it was found to be within specification. Due to the nature of the complaint, no functional testing was able to be performed. The device history record (DHR) was reviewed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of the complaint history revealed that the complaint occurrence rate did not exceed the may 2020 control limit for the applicable trend categories. The IFU and device training manuals were reviewed for instructions involving device preparation and procedures relating to the complaint event and no deficiencies were identified. During manufacturing of the esheath, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for sheath resistance with delivery system and sheath shaft puncture were confirmed from visual inspection and review of applicable imagery. In addition, evaluation of the returned device revealed a sheath shaft liner torn and liner strand. However, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿once the valve entered into the sheath, the physician met considerable resistance to advancing the valve¿. Per the training manual, ¿insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. 3mensio imagery reveals access vessel tortuosity. Tortuosity can create a challenging pathway as it can create suboptimal angles for delivery system insertion through the sheath. This may increase the chances for the valve strut to catch onto the sheath, leading to resistance and subsequently puncturing and tearing the sheath when additional push force is applied. At the same time, the interaction between the valve strut and liner may have led to liner strands. The bent inflow strut seen after the valve exited the sheath and after removed from the patient further supports the suggested root cause as described above. As such, available information suggests that patient (access vessel tortuosity) and procedural (excessive push force while the valve strut being caught onto the sheath) factors may have contributed to the events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by evaluation of the returned device and provided imagery. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that patient (access vessel tortuosity) factors may have contributed to the events. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor product risk assessment is required at this time. See related MFR # 2015691-2020-12028 for the report of the bent strut on the valve .

Event description:
The preliminary engineering evaluation of the returned 16f esheath revealed a liner strand, liner torn, and sheath shaft tear. As initially reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure for a 29mm sapien 3 (s3) valve had a bent strut coming out of the esheath. The first 16f esheath was advanced into the body. When inserting the first commander delivery system and 29 mm s3 valve into the 16f esheath the physician met considerable resistance to advancing the valve. The physician persisted pushing the devices but was meeting more resistance going through the sheath than the anatomy would dictate. The x-ray was moved down to the esheath but right around that time the delivery system and valve seemed to give way and were able to be advanced further. When the valve exited the esheath, there was an anomaly observed on the distal end of the valve. They moved the x-ray and rotated the commander system to see that the stent strut had bent back on the valve. The valve was rotated so that the bent strut would be facing upward where the ¿metal band¿ was on the esheath with the hope that it would bend the strut back a little as the valve was being pulled back into the esheath for removal. The valve was successfully pulled back into the sheath and the valve, delivery catheter, and sheath were removed as a unit. There was no injury to the patient. Per the preliminary engineering evaluation, a liner strand, liner torn, and sheath shaft tear were observed. A new 16f esheath, 29mm s3 valve a commander delivery system were prepped. The delivery system and valve were advanced through the esheath successfully. The valve was deployed in the aortic annulus and the system was removed without issues reported. The right femoral artery was closed with the 2 perclose devices and there were no complications.